Event description:
Additional information received from the patient reported that they had a new implantable neurostimulator (ins) and leads implanted on the day of the report.

Event description:
Additional information received from the consumer reported she had not heard back from the healthcare provider (hcp). Patient services reviewed with the patient to call the hcp to see what her next steps were in regards to the issue with the lead. The patient stated it had been almost impossible to do anything and she was in a lot of pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009,product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation therapy was not as effective as it had been; there was a loss of therapy. It was noted that the patient still feels stimulation, and she had kept up with recharging. It would hurt near the leads when the patient turned up stimulation, so she inquired about reprogramming. In addition, the patient mentioned she had injections in the past and her back may have gotten worse over time. The patient met with the healthcare professional and manufacturer representative on (B)(6) 2015. The manufacturer representative interrogated and determined that there was a lead off. The healthcare professionals were going to perform the surgery but they do not take the patient's insurance anymore. The manufacturer representative was going to find someone to perform the surgery. It was reviewed that the patient could ask her previous healthcare professional to recommend a new healthcare professional, wait for the manufacturer representative to find a healthcare professional, or she could find a healthcare professional on her own. Physician listings were declined. The patient found a healthcare professional that took her insurance but noted she could not go to 2 pain clinics. It was reviewed that this was the case to ensure patients were not receiving medication from more than one healthcare professional, however "this is a surgical intervention so it is different." The patient was at her wits end with the pain. She could not sleep at night at all because the pain was so great. Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) was "not working." It was fully charged but the patient only felt stimulation when she "moved in different angles." Additional information received from the patient reported that "no" steps were taken to resolve the stimulation not being as effective and stimulation hurting near the leads. No outcome or planned/scheduled interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included radicular pain syndrome (radiculopathies).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the lead moved. There were no traumas/falls that could be related to this issue, and there were no recent medical tests or emi environmental exposure. The patient was told that her "leads were off" and needed to be surgically revised. The patient also reported that it was almost time to replace her implantable neurostimulator (ins) too. Reported symptoms included pain and the patient could not sleep; this was considered a sudden change in therapy/symptoms. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.